Event description:
Customer reported that, during a case, the ventilator screen blanked out. There was no reported pt injury. Investigation/conclusion: the el display was returned to the mfg site for investigation. The part was tested, and the reported complaint was confirmed. It was determined that the failure of q312 fet caused the reported complaint. An engineering change has since been made to replace component bsp 92 fet with bsp 225 fet to help prevent a recurrence. During the reported event, the ventilator continued to operate with audible alarms and visible movement of the bellows. The user always has the option of switching to manual ventilation if the ventilator performance is in question.